Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Customer loaded a new cartridge to resolve the issue for past events. Customer¿s blood glucose level ranged from 216-235 mg/dl. During troubleshooting with tandem technical support, customer was instructed to reload the same cartridge. Subsequently, the customer received a minimum fill notification after the user filled the cartridge with 150 units of insulin during the load sequence. The customer loaded a new cartridge to resolve the issue. In addition, it was reported that the pump time was inaccurate, the cause was unknown. The customer's blood glucose level ranged from 162-163 mg/dl. The customer corrected the pump time to resolve the issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.